Manufacturer narrative:
The reported complaint of thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during the functional testing. The investigation findings revealed a defective/unstable lm34a/b temperature sensor, which caused the console to display the tcmid:06 error code intermittently. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in 2010, and it is 10 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The event logs were reviewed and multiple tcmid:06 (ce post failure) error messages were observed to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed an occurrence of tcmid:07 (coolant temp high) and tcmid:08 (coolant temp low) error messages around the customer's reported event date. Furthermore, the event logs revealed a system self-test event error message, secondary coolant temperature exceeded median limit, which is indicative of a faulty or unstable temperature sensor. The error occurs when the delta between the temperature sensors are too high or unstable. The root cause of all the observed error messages was the defective lm34a/b temperature sensor, which will be replaced to remedy the faults. The reported complaint of the tcmid:06 (ce post failure) error message could not be replicated during the initial functional testing; however, further functional testing revealed that the lm34a/b temperature sensor readings were inconsistent, and the system's readings of the coolant temperature were either too high, too low, or remained unchanged when they shouldn't have been. A known good lm34a/b temperature sensor was temporarily installed, and the system passed multiple overnight burn-in tests without any fault or error. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.